Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubie failed to release. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer four full height row c and d pockets failed. A field service engineer used the test application to inspect the unit and observed that several rows were greyed out. Then shut down the machine, and the user turned off the power for five minutes. After powering the unit back on, the previously greyed-out rows became functional and were able to perform inventory operations as expected. The system functioned as intended after the field service engineer troubleshot the device.